Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting bad shocks since 2014, but that they had increased terribly since 2016. It was reported that the patient had an appointment planned with a manufacturing representative and healthcare provider. Additional information was received on (B)(6) 2017, by the healthcare professional reporting that the patient¿s battery was dead and that the patient planned to change the battery. The cause of the shocks were not determined and the issue had not yet been resolved, but a replacement was planned. No further complications were reported/anticipated.